Event description:
Patient was revised due to pain. The stem was loose; poly wear and osteolysis were indicated intraoperatively.

Manufacturer narrative:
Examination of the returned liner confirms wear of the poly material. There is nothing however, excessive of note for the length of time implanted. The stem was not returned for evaluation. Review of the device history records did not reveal any related manufactuing deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation has determined that both provided product codes are inactive/obsolete. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.